Event description:
The manufacturer received information alleging a trilogy100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure cracked by handle. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not power on and operated as it should, and the green led did not light. It was recommended replacing the system pca. Confirmed during evaluation: enclosure cracked by handle, no blower hours and initial power up issue was confirmed. The inlet air path assembly and removable air path foam was replaced per remediation. The device did not pass final testing.